Event description:
On (B)(6) 2024 the customer reported one non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 472162) patient result was generated on the customer's dxi 800 access immunoassay w/spot b analyser, part number a71456 and serial number (s/n) (B)(6). The initial hstni patient sample result was 139 ng/l on (B)(6) 2024. A second sample from the same patient was collected three hours later and resulted at <2 ng/l. Both samples were retested, and the customer obtained a result of < 2 ng/l. The patient had presented with chest pain and was treated accordingly with antithrombotic therapy (aspirin 300mg, ticegrelor 180mg and fondaparinux 2.5) based upon the initial access hstni result (139 ng/l). Per customer verbal report, there were no adverse effects sustained. There was psychological harm from the distress cause by being told they had sustained a heart attack. This was resolved by the consultant talking to the patients. There were no hardware errors or issues with other assays reported in conjunction with this event. System check passed on (B)(6) 2024. Calibration passed on (B)(6) 2024 with reagent lot 472162 and calibrator lot 439322. Quality controls (qc) were passing within the laboratory¿s established ranges. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned result. The customer provided event log data from (B)(6) 2024 and several "insufficient sample in sample tube" error messages were observed. A field service engineer (fse) was dispatched to the customer site on (B)(6) 2024. No issues with samples integrity were reported by the customer. Sample tubes were bd sst ii advance vacutainer [ref: (B)(4)] 7.5ml draw volume. Per customer verbal report, the samples were clotted for at least 30 minutes. They were centrifuged for 5 minutes at 3000 rpm.

Manufacturer narrative:
A1: the full patient identifier is case (B)(4). A2, a4 and a5: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. ¿ no hardware errors or other assay issues were reported in conjunction with this event. ¿ system performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. ¿ no issues with sample integrity were reported by the customer. ¿ event log provided by customer shows several "insufficient sample in sample tube" error messages on (B)(6) 2024, one day after the event. The event log data at the time of the event was not provided. According to hstni instruction for use (IFU), part number c69239c, it states ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling and processing blood samples." There is no sufficient evidence to determine that a user error occurred at the time of the event even short samples are known to affect immunoassays by modifying blood to additive ratio. ¿ no other patient results were called into question. ¿ although a hardware malfunction was not suspected, service was dispatched to the customer site on 14nov2024. A field service engineer (fse) performed a passing hs system check to verify the instrument performance. The fse proactively adjusted alignments of pick and place (pnp) slightly to improve hs performance. Rerun hs test to confirm improvement. System check was also performed and passed within specifications. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.